Event description:
It was reported, the camera head had a cable air leakage. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: electrical contact corrosion. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: for the issue of the cable air leak, it was likely that the water flooded through the cable pinhole. For the electrical contact corrosion, the cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head had a cable air leakage. There were no reports of patient harm.

Manufacturer narrative:
The device was returned, and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.